Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The anti-hbs ii reagent lot number was 69612200 with an expiration date of 29-feb-2024. The measuring cell was due for replacement. Due to european union sanctions against russia, further investigation could not be performed.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys anti-hbs ii (anti-hbs ii) on a cobas e 601 module. The initial result was 41 iu/l (positive). The repeat result was 2 iu/l (negative).

Manufacturer narrative:
The e601 module serial number was (B)(6). It was noted that calibration signals were close to the expected values, however, the data was from 31-jul-2023. There were qc issues. The investigation is ongoing.